Event description:
It was reported they were receiving line-blocked alarms. Pwd reported experiencing three alarms: one on 02/10/2026, one on 02/12/2026, and the most recent on 02/17/2026. Pwd stated that each time, they checked for kinks and bends and attempted to resume insulin delivery with the current cassette, but the alarm continued. The pwd stated when they removed each cannula they found to be bent. The pwd stated that they would like replacement supplies, as they were running out. The event occurred while in use with patient. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.